Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Visual inspection noted the helix length was within specifications. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented for implant procedure. During the right ventricular leadless pacemaker (rvlp) implant, there was a catheter tether issue and the rvlp was unable to be implanted. The physician elected to not implant an rvlp. There were no patient consequences.